Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-jul-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual incident, it was determined that drawer 5 caused the entire station to power down, resulting in a black screen on the main. A field service engineer (fse) confirmed no loose connections and identified no power to the drawer and module controllers due to failure. All three controllers were proactively replaced, restoring proper functionality. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer 5 experienced a failure where no controller lights were present when connected. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.